Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Event description:
The event involved a 7" (18 cm) approximately 0.37 ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer where it was reported the y site on total parenteral nutrition (tpn) line snapped and tpn became contaminated. The impact of the incident was having to pause tpn and delaying nutritional needs. There was unexpected or prolonged care. There was patient involvement and no patient harm.

Manufacturer narrative:
Corrected information can be found in h6 health effect - impact code.

Manufacturer narrative:
A photo was provided by the customer that shows the separated line. Received one used partial mc3316 smallbore bifuse ext set. The separated tubing was examined under uv light and showed sufficient solvent coverage. The tubing was measured and found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is unknown. A device history record was not conducted because the lot number was unknown. Corrected information can be found in e4 - initial report sent to FDA and h6 component codes.

Event description:
Additional information was received on 05-jun-2025 providing a possible lot number 4039557903.